Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported in the morning the patient¿s blood glucose (bg) was reading at 120 mg/dl and 170 mg/dl. By 1:40pm, her bg reached 426 mg/dl with moderate ketones levels. At 1:50pm the patient was taken to the hospital. At the hospital, she was placed on monitoring and an infusion. At 3:54pm the healthcare provider activated a new pod with fiasp (unapproved with the omnipod system) and her bg lowered to 178 mg/dl. She was then release from the hospital. The pod was worn for 6 hours on the arm.

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and hospitalization was found.